Event description:
A malfunction alarm, specifically alarm 20, was reported with the pump while it was loading. There was no adverse impact to the customer¿s blood glucose level, and the customer confirmed that their blood glucose did not exceed 500 mg/dl. Although the customer attempted to load a new cartridge with assistance, the alarm persisted. Consequently, tandem technical support arranged to replace the pump. In the interim, the customer planned to use multiple daily injections as a backup therapy. The customer was also guided on the process to place the pump in storage mode and instructed to return the malfunctioning pump within 10 days.